Event description:
The dentist reported that the implant placed in tooth site #10 lost integration when the patient presented with infection.

Manufacturer narrative:
Upon visual inspection, it was found that the implant had general signs of usage. No other damage was noted on the implant. No anomalies or defects were observed. The review of the device history record did not provide any information of manufacturing deviations which would cause or contribute to this complaint.. A cause could not be determined.